Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gave her a massive not programmed amount of insulin. No large bolus was recorded in the daily history and no alarms were recorded in alarm history. Customer suddenly had a low blood glucose level of 30 mg/dl. They treated with food. The call was disconnected. The device was not returned.